Event description:
It was reported from (B)(6) that the motor device did function; however, its performance was weak. During in-house engineering evaluation, it was observed that the device was power-broken, had an internal rub and low power. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(4). The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and it was observed that the device was power-broken, had an internal rub and low power. Therefore, the reported condition was confirmed. It was determined that the cause of the power-broken was failure to follow the directions for use and running the device in safe or load position. It was determined that the internal rub and low power were due to the device being power-broken. The assignable root cause was determined to be due to user error, abuse and/ or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.